Event description:
A pt reported experiencing inaccurate low results with a ft meter. The pt's blood glucose results were 132, 98, 153, 68, 151mg/dl. Tests were done within 11-20 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.